Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up this patient complained of shortness of breath with exertion. Right atrial (ra) lead undersensing was noted as well as high pacing thresholds. The field representative wanted to turn on rate response to try to improve breathlessness and this device function. The patient also complained of chest pain and the field representative suggested to review the symptoms with a cardiologist prior to turning on rate response. The atrial outputs were increased at this follow up. No adverse patient effects were reported.